Event description:
In 2008, a doctor alleged to kerr corporation that the premise composite was not holding and that restorations had loosened.

Manufacturer narrative:
No other information was provided. Several attempts have been made to contact the doctor; however the doctor has remained unresponsive. No evaluation was performed: the product was not returned to kerr corporation for evaluation. Additionally, the doctor did not provide any information on the lot number allegedly involved therefore evaluation of retain samples could not be conducted.

Manufacturer narrative:
No additional information has been provided. Several documented attempts have been made to contact the doctor; however the doctor has remained unresponsive. No evaluation will be performed. This is the final report.